Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR: a mustang 6mm x 4cm, 24atm, 75cm, batch # 26876858 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 46mm in length and extended from a position 4mm distal of the proximal markerband to 5mm distal of the distal markerband. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.